Event description:
During a neurological interventional procedure, the copilot valve was examined and determined to be broken. The physician verified the weakness in the valve and used another piece of equipment. The patient was not injured.